Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m55v7z. The analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure, the knife did not return to home position automatically and the jaws did not open. The device was released with the knife reverse switch. Another device was used to complete the case. There were no adverse consequences to the patient.